Event description:
The external pulse generator was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the upper and lower cases, two side bail covers, ring cover, lead flex cover and battery were broken. Additional findings noted battery release, display, main printed circuit board, and battery flex were contaminated. Two side bails and ring were missing and the encoder flex tested out of mechanical specification.